Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultrasmart meter was displaying a message. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue (she could no provide which message she had obtained on the meter) first occurred twenty five days earlier (time unk). She also mentioned that she felt drowsy, tired, slight nauseous and had blurred vision. She used her brothers' meter about 2 or 3 days later, but did not recall the results. The patient reportedly took no diabetes treatment action following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it as verified that this was not an new product. She was walked successfully through resolving the issue. This complaint is being reported because the patient claimed that she experienced symptoms that can be suggestive of hyperglycemia after the reported issue began. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.